Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The pump battery depleted from 100% to 30% in approximately one day. Customer reported blood glucose (bg) level was impacted (400s mg/dl). A correction bolus was delivered to address bg level. It was indicated that the customer would continue to use the pump until the replacement pump was received.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.